Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2022 with a neurological event. The patient was known to be well at 14:00 on (B)(6) 2022 and had extended low flow alarm prior to being found. The patient's log files were sent for evaluation of low flows. The log files showed low flow alarms on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The patient presented with intraparenchymal stroke and supratherapeutic international normalized ratio (inr) of 3.5. The patients labs indicated hemolysis and increased left ventricular hypertrophy. The patient underwent multiple computed tomography angiogram, blood cultures, urine cultures, x-rays, and an electrocardiogram. Bleeding was confirmed but the source was unknown. The patient had an inr reversal via centra. The patient was found unresponsive by wife. The hemolysis was determined to be due to hemolyzed sample during testing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events of stroke and bleeding, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. A specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log files contained data from 02may2022 through 15may2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The controller periodic log files contained data from 22apr2022 through 03may2022 and 05may2022 through 16may2022. Multiple low flow hazard alarms were captured between 23apr2022 and 30apr2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient underwent a computed tomography of the brain/head that revealed a left frontal intraparenchymal hemorrhage with 12 mm midline shift. Anticoagulation was reversed and frequent scans were done to assess hematoma. The patient had supratherapuetic international normalized ratio at the time of presentation. The bleeding was considered to be resolved as of (B)(6) 022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image, captured during a computed tomography (CT) scan of the brain, confirmed the reported event of hemorrhagic stroke. A specific cause for the reported event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. A specific cause for these alarms could not be conclusively determined through this evaluation. The account submitted one image for evaluation which consisted of a CT scan of the patient's brain. A hematoma consistent with the reported event of intraparenchymal stroke was observed within the front portion of the brain. The controller event log files contained data from 02may2022 through 15may2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The controller periodic log files contained data from 22apr2022 through 03may2022 and 05may2022 through 16may2022. Multiple low flow hazard alarms were captured between 23apr2022 and 30apr2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, document #10006136, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time.